Event description:
On (B)(6) 2024 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2024, the patient experienced purulent secretions from the stoma site. After the results of a culture, the patient began 10 day course of an unspecified antibiotic. On an unknown date, the stoma site infection was resolved as a repeat culture was negative.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.